Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. The exact date of event is unknown. The best estimate is (B)(6) 2019. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint history revealed no similar complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient¿s right eye (od) visual acuity dropped post surgery, doctor noticed that the intraocular lens (iol), model zct375 rotated from original axis of 97 degree. There was no incision enlargement or vitrectomy and no sutures required. Visual acuity post-operative: post-operative day one (pod 1) : +0.5/-2.00 x 148 (uncorrected visual acuity: 6/18). Post-operative day two (pod2): +1.5/-3.0 x153. Post op 1 month: +0.75/-2.0 x 150 (uncorrected visual acuity: 6/6). Initially, a secondary procedure for iol rotation was planned on (B)(6) 2019. However, later it was reported that the surgeon has done a rotation (repositioning) on (B)(6) 2019. The patient called and reported that she is seeing well post operation. It was concluded that the iol rotation of 150 degree had caused the drop in visual acuity. Also noted that fibrosis already took place during the 2nd procedure. The doctor also shared that the patient reported that she had a cough during the first surgery, which could have caused and worsen the rotation. No additional information was provided.